Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room for congestive heart failure, rv oversensing episodes and loss of capture were observed. The lead was repositioned. The patient was stable.